Event description:
It was reported a large volume infusor under infused. The expected infusion was unspecified. However, half of the medication remained when the nurse attempted to disconnect the device. The patient left the facility, and the remaining medication was subsequently infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.